Event description:
It was reported that usb port was damaged causing charging difficulties. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, was out of warranty, and was in process of obtaining new device, and no additional information was received regarding the outcome of the event.